Event description:
It was reported there had been oversensing on the lead, the patient had been shocked several times, and the rv impedance was 1072 ohms. The lead was explanted and replaced due to fracture. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: conductor fractured; full lead returned and analyzed. It was reported there had been oversensing on the lead, the patient had been shocked several times, and the rv impedance was 1072 ohms. The lead was explanted and replaced due to fracture. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination lead conductor component/subassembly failure device was out of specification in a manner that relates to event impedance, high lead(s), fracture of oversensing shock, inappropriate.